Manufacturer narrative:
H6: device code 1494- off-label use added. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of death is listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - estimated date of event. D4: the UDI was unknown as the part and lot number were not provided. H6: medical device problem code -1494 indication for use. The patient effects and malfunctions reported in the article are captured under a separate medwatch report. Attachment: article titled, "single suture-mediated closure system after transfemoral transcatheter aortic valve implantation: a single-center real-world experience".

Event description:
This study aimed to evaluate the performance of a single perclose proglide suture-mediated closure device using the pre-close technique to obtain femoral hemostasis after sheathless implantation of self-expanding transcatheter heart valves through their 14 f-equivalent fix delivery systems. The study suggests that the use of a single proglide could be considered a safe and efficient technique to achieve access site hemostasis in patients undergoing transfemoral transcatheter aortic valve implantation (tf-tavi) through 14 f-equivalent fix delivery systems. Complications noted included (intraprocedural death, periprocedural death, vascular complications (non-cerebral distal embolization, retroperitoneal bleeding, perforation, ulcerated plaque, dissection, significant puncture site stenosis, pseudoaneurysm, arterio-venous fistula, local infection, hematoma, overt bleeding (effective percutaneous closure device), percutaneous closure device failure (lack of hemostasis control, bleeding), percutaneous closure device failure leading to alternative treatment (other than manual compression or adjunctive endovascular balloon inflation) that resulted in vascular intervention (vascular surgery, iliac stent grafting, femoral stent grafting, plain old balloon angioplasty, embolization, further perclose proglide usage, adjunctive endovascular ballooning, mechanical press, ultrasound-guided compression, prolonged manual compression, clinical observation, transfusion), extended hospital stay, rehospitalization). The study concluded that in the short term, a systematic use of a single perclose proglide after transfemoral sheathless implantation of self-expanding prostheses through their 14 f-equivalent delivery system is less invasive, less cost-consuming but equally feasible, safe and, according to our data, even more effective than adding a second one. Specific patient information is documented as unknown. Details are listed in the attached article, titled "single suture-mediated closure system after transfemoral transcatheter aortic valve implantation: a single-center real-world experience" no additional information was provided.